Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value not provided. Cause was not known. Additionally, the pump time was incorrect, cause was unknown. A correction bolus was delivered to address bg. During troubleshooting with the technical support team, the customer corrected the time and resumed insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.